Event description:
My mother has a medtronic morphine pump model # 8627-18- ,one of the pumps listed as being recalled this year as a class one recall. The insurance company and the doctor are not taking her health seriously as it slowly begins to deteriorate. She has been complaining about problems for years, but they kept telling her the problem is psychological. Now that the pump has run out of its battery, and is no longer operational, she is waiting for the insurance company and the doctor to replace it. However, since the pump was initially put in for free over five years ago, they are now uninterested in replacing it. She's complained to the insurance company and the doctor about the pump, but all her pleas have been ignored. If the pump inside her body is the one that was recalled, since the model number matches, then I believe this is a criminal matter where doctors and insurance companies are risking someone's life. We are looking for help, but no one seems to know what to do. Please help as this is becoming a major concern. Medtronic synchromed infusion system pump was implanted in 2002. The model number is listed as the one recalled this year.